Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose of 19mg/dl. The customer stated that she was not disconnected during the rewind/prime process. Troubleshooting was performed, and the drive support cap appears to be normal. No further information was provided.